Manufacturer narrative:
Although requested, the affected devices have not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported there have been instances when nurses cut their fingers on the underside of the pump in the nicu. The nurses work in tight spaces and need to maneuver the pump. One example is working with stations/mouse by the computer. Although requested, no further details were given.